Event description:
It was reported that a device was reporting a service message and that the error did not occur during patient use. The device's electronic history file was received, and review of the file indicated that for an unreported use in 2008, a shock was required and then cancelled, reporting a replace battery message before powering off. It was reported that the patient involved in the 2008, incident did not survive.

Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Summary: based on the electronic history file evaluation, the software incorrectly cleared a low battery warning, as addressed in recall. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations.